Event description:
It was reported that the patient had been treated with lioresal intrathecal (baclofen) for a long period of time for spasticity. Recently, the patient had experienced withdrawal symptoms despite continued treatment via the implanted pump system. He again suffered from spasticity. Ck values increased to about 1500 u/l. He was therefore admitted to the hospital. A bolus injection of lioresal intrathecal was administered at a dosage of 50 mcg through the side arm of the pump, not through the reservoir. This led to an improvement of the spasticity. In 2008, he experienced dyspnea, a pulmonary embolism was diagnosed.